Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The sonnet 2 battery pack cover lock is broken and has fallen out.

Event description:
The sonnet 2 battery pack cover lock is broken and has fallen out.

Manufacturer narrative:
Conclusion: according to the information received from the field the sonnet 2 battery pack cover lock is broken and has fallen out. Based on the manufacturer's experience, the reported issue was likely caused by external mechanical stress (e.g., overtightening). However, a definitive root cause cannot be determined without a device investigation. As the device was reportedly disposed in the clinic it is not available for investigational analysis. This is a final report.